Event description:
Surgeon reported that the functionality of the pulsar ii generator in cut and coagulation mode was weak.

Event description:
Surgeon reported that the functionality of the pulsar ii generator in cut and coagulation mode was weak in comparison to the pulsar I generator.

Manufacturer narrative:
(B)(4) method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4) evaluation process: unit received in fair condition with very minor surface imperfections. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: unit delivered rf energy correctly into fixed resistors in the service department. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.